Event description:
It was reported that an explant was planned. The patient was reportedly having pressure in her head, memory issues, though process problems, forgets where she is going, and forgets to take medication or run errands. It was also noted that the patient was unable to drive and says that she was not the same as she was before the surgery. It was further noted that the patient's status is "alive- with injury." Other symptoms were noted as headache, disorientation, and being very tired. It was further reported that the patient's neurologist had done numerous tests which all came back negative. However the neurologist reportedly thought that removal of the system would resolve the problem. The patient had reportedly not had the stimulator on for "awhile" because it had not been effective. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient¿s device was explanted.

Manufacturer narrative:
(B)(4).